Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test the power management tool shows that pump alarmed power loss and then power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at j6/pcb 1. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected pump error alarms, replace battery now alarms, low battery alarms, or power loss alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose level was unknown. The customer did not received a low battery alert prior to the replace battery now alarm. The customer stated that insulin pump fell onto the floor and insulin pump passed the self test. Insulin pump will be returned for analysis.